Event description:
Approximately 2 weeks after implant, when the implantable neurostimulator (ins) was turned on, the display showed the "call your doctor" icon and a power on reset (por) error code. Three days later, unspecified telemetry issues were reported. Five days after that, the por condition was reported and a physician mode recharge (pmr) was attempted; after 1 hour, there was still no communication with the device, so another pmr was attempted. The ins was unresponsive to telemetry attempts by the physician programmer, the patient programmer, and the recharger. The ins was determined to be flipped. A revision was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.